Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported an occlusion alert while using the ilet bionic pancreas with an infusion set. Delivery was resumed after troubleshooting, and the site was later changed from an area with scar tissue. On (B)(6) 2025, the user reported one additional occlusion alert, resolved by resuming delivery without site change. Blood glucose was not affected.